Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation of no glucose values were provided for evaluation. Please disregard initial reporting under MFR# 3004753838-2019-25833.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2019. No additional event or patient information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.